Manufacturer narrative:
(B)(4). Customer report: cartridge holder cracked. Per visual inspection: cracked cartridge holder, inpen front shell does not stay attached, pocket clip broken off and cartridge holder numbers are worn off. Inpen did not pair with commercial mobile app. However, inpen did transmit to manufacturing app. Received inpen 1/4 of travel. Performed encoder bond investigation and found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Plastic shavings contamination builds up found caused by encoder wheel tabs rubbing at the walls of the dose nut. Abrasions only at the top section of the dose nut. Unable to perform functional test due to difficult to dial/dose. In conclusion: inpen received with cracked cartridge holder. Physically damaged cartridge holders can affect insulin delivery. Therefore, the customer complaint of physical damage at cartridge holder was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Complaints text on (B)(6) 2023 11:09:48 erp_rfc_user related svn: (B)(4). Complaints text on (B)(6) 2023 11:07:27: freema1 customer concern: inpen d00360632: broken/damaged inpen explain possible causes. What led up to the event?: normal usage document the part of the inpen that is broken/damaged or not working correctly: cartridge holder is cracked is customer reporting that dose knob/dial is misaligned?: no is customer reporting that dose knob/dial is slipping?: no is customer reporting that dose knob/dial is difficult to turn?: no is the intended dose amount and dose amount recorded in the inpen app different?: no insulin type: novolog inpen color: pink date of first use: on (B)(6) 2022 advise customer the inpen will need to be replaced: yes instruct customer to discontinue use of the inpen: yes will the inpen be replaced?: yes inform customer about product replacement/return policy. Customer indicates they understood the product replacement/return policy. Inform customer that upon receiving replacement, they will need to delete the existing paired inpen and then pair new inpen. Lot#: b95bp, sn: (B)(4), asked no adverse events. Information received by medtronic indicated that inpen cartridge holder was cracked. No harm and medical intervention were reported. Troubleshooting was performed. Inpen returned for analysis.